Event description:
Complainant alleged that during biomed testing the device failed to discharge and prompted a "fault 12" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and will be providing a f/u report when our investigation is completed.